Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014). The lay user/patient¿s mini usb cable and ac adapter have been returned on 09/09/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings:the products passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.